Manufacturer narrative:
The lv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead experienced a fracture close to the suture sleeve. The lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed and returned in three segments. A fracture was confirmed on mid body section of the lead and the inner insulation was damaged in this location. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture.